Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't power on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed.

Manufacturer narrative:
The device was returned to stryker's product analysis center (pac) for further evaluation. The pac was able to verify and duplicate the reported issue. Investigation found reed switch sw5 to be faulty and determined this was the cause of the reported issue.